Event description:
(B) (6) peripheral cutting balloon registry.it was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was de novo located in the efferent vein of the avf. The lesion was non-tortuous and non-calcified. The lesion morphology was tight concentric stenosis. The lesion was 7mm in diameter and 16mm long with 70% stenosis before treatment. After treatment, the stenosis was reported as 0%. There were patient follow-up visits in (B) (6) 2006, (B) (6) 2007. At these first three visits, the target lesion was reported to be patent since the procedure, and there were no adverse events and no intervention since the procedure. At the fourth patient visit in (B) (6) 2007, the target lesion was reported to be patent since the procedure and there were no adverse events. Conventional angioplasty of the target vessel took place in (B) (6) 2007. Angiographic stenosis was reported.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.